Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that when the grasper mechanism was opened, it made a noise. Furthermore, something fell off of the instrument and into the patient.

Event description:
It was reported that when the grasper mechanism was opened it made a noise. Furthermore, something fell off of the instrument and into the patient.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The possible root causes for the reported failure could be due to: excessive force applied by user; reprocessing/handling error; lack of maintenance and/or; user error - attempting to manipulate, cut, resect improper materials or excessive tissue. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.